Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Part of the guidewire was retained in patient's arm following an unsuccessful PICC insertion attempt. They couldn?t insert PICC into arm and the guidewire was stretched on removal. PICC was then inserted into the opposite arm. Patient came back after 4 days after having an x-ray, which showed foreign body on the left upper arm? Which was a 3mm piece of the guidewire. Foreign body was removed under general anesthesia.

Manufacturer narrative:
A small piece of the guidewire, less than 1 cm in length, was returned for evaluation. Visual inspection shows a portion of the outer coil has stretched and unraveled. Under magnification it can be seen that the other end of the returned piece is in a knot. Also noted under magnification is a great deal of tissue entwined in the knotted end. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation showed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a pull test to ensure the device can withstand its designed tensile load. All devices in this lot passed that test. A definitive root cause cannot be determined but is not likely manufacture related. A possible cause of the knotted tip could be a back and forth motion during insertion. This can cause the wire to fold back on itself and result in a knotted tip. This may also cause the wire to be difficult to remove, resulting in applying more forces than the device is designed to withstand in order to remove it. This may have caused the wire to break. The instructions for use (IFU) contains the following warnings and cautions: do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together. Guidewire is hydrophilic. Hydrate prior to use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.